Manufacturer narrative:
H4: the lot was manufactured between december 1, 2023 ¿ december 4, 2023. H11: the device was received for evaluation with 54ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The expected infusion time was 24 hours; however, after 24 hours approximately 40ml of unspecified solution remained in the pump. The pump was filled to a nominal value. The flow was confirmed by observing 2 drops of fluid from the end of the device. The leur of the device was taped to the patient¿s skin. The device was not in contact with a cooling source. There were no crystals/particulate observed inside the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.